Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing from the right atrial (ra) lead noted at the onset of an atrial high rate episode and the event stayed mode switched for a few hour period. The lead remains in use. No patient complications have been reported as a result of this event.